Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received nine inappropriate shocks. By patient report, it was determined that the device was not programmed optimally for the patient. Therefore, reprogramming was completed. Additional information was requested from the local field representative, and it was reported that the patient's last remote monitoring check, earlier this month, showed that no shocks have been delivered. The clinic which follows the patient routinely was not aware of any events, likely the patient was seen elsewhere. No serious injuries were reported.